Manufacturer narrative:
Field service inspected the devic relative to the discrepant b-hcg results. Service replaced the architect probe and verified the system function with a control run. The architect probe was identified as the likely cause for the discrepant results. A review of the (B)(4) service history identified no contributing factors on or around the date of the complaint and there have been no subsequent contacts from the customer regarding erratic or discrepant results since the architect probe was replaced. A review of complaint and trending data for the architect probe identified no issues or trends. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive initial architect b-hcg results. The first patient's sample generated an initial result of 778 miu/ml and repeat of the sample generated a negative result of <1.2 miu/ml. A second draw from the patient was also negative <1.2 miu/ml. A second patient's sample generated an initial result of 114 miu/ml and retest generated a negative result <1.0 miu/ml. No specific patient information was provided and no adverse impact to patient management was reported.